Manufacturer narrative:
Patient country: united states patient city: (B)(6).

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was the cannula. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.